Manufacturer narrative:
(B)(4). Lot #: it is unknown which of two clips experienced the single leaflet device attachment (60309u209, 60309u210). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Mitraclip implanted on (B)(6) 2016 was filed under MFR # 2024168-2016-03888. For additional information on this patient see MFR # 2024168-2016-03889.

Event description:
This is filed for single leaflet device attachment (slda), with worsening mitral regurgitation. It was reported that on (B)(6) 2016, one mitraclip was successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1-2. On (B)(6) 2016, it was noted that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to grade 4+. On (B)(6) 2016, a second mitraclip was performed. Grasping the leaflets was difficult, but two clips were successfully implanted, one on each side of the detached clip, reducing mr to grade 2. On (B)(6) 2018, the patient was re-hospitalized and echocardiogram was performed, noting that the clip implanted most medial to the first clip during the second procedure, had detached from one leaflet, but remained attached to the other leaflet (slda). Mr increased to grade 4+. The patient was discharged, with shortness of breath and is being considered for surgical mitral valve repair surgery; however, no additional treatment has been performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The lot # is reported as unknown because it could not be confirmed which of two clips experienced the slda: lots: 60309u209, 60309u210. The devices were not returned for analysis. A thorough review of slda complaint data was performed, which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported patient effect of recurrent mr is due to slda and dyspnea was a cascading of recurrent mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The clip (80405u169) is reported under MFR#: 2024168-2018-07039. The asd is reported under MFR#: 2024168-2018-07038.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided that a third mitraclip procedure was performed on (B)(6) 2018. The clip (80405u169) had difficulty grasping the leaflets, due to the previously detached clips. The clip was deployed; however, during deployment, the clip partially opened and a single leaflet device attachment (slda) occurred, with the clip remaining attached to the anterior leaflet. An additional clip (80621u212) was advanced; however, difficulty was noted grasping the leaflets and due to concern of causing a complete clip detachment, the clip was implanted at the medial side of the valve to minimize the motion of the leaflets. Mitral regurgitation (mr) was reduced from grade 4+ to 3+. An atrial-septal defect (asd) closure device was implanted, as the transseptal puncture from the previous mitraclip procedure had not fully healed. The patient will not be treated with any additional mitraclips. If additional intervention is needed, a surgical mitral valve procedure will be performed. No additional information was provided.